Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and the alarm log was reviewed. The insert slide clamp alarm was identified during functional testing. The cause of the insert slide clamp alarm was determined to be an out of calibration safety slide clamp assembly. To correct the condition, the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a insert slide clamp alarm. No additional information is available.